Event description:
It was reported that the device was changed from man/spon mode to psv, which pop up with alarms, fresh gas low/leakage, air inlet activated alarm and no ventilation was happening. The anesthetic switch back to man/spon and then tried vc mode and the ventilator was not functional, and no piston movement was observed. This changing of modes tried few times, but the ventilator failed to respond without any alarm in vc mode. The case was completed with man/spon emergency ventilation. No injury was reported.

Manufacturer narrative:
The investigation was just started, the report will be forwarded after the investigation was closed.

Manufacturer narrative:
For the investigation the provided logfile was analysed. The described alarms could be retraced. The case in question was started in man/spont mode. Initially, no inspiratory or expiratory flow was measured but a negative airway pressure. This was detected and alarmed optically and acoustically with "airway pressure negative". It is likely that an external suction system was used as the device also detected and alarmed an external leakage. Further the device alarmed for a "breathing system failure". According to the logfile a pump pressure failure on the piston membrane was the root cause for this. It can be assumed that the measured negative pressure was the root cause for this, as it was not possible to maintain a stabile pressure at the membrane. The device was than switched into different automatic ventilation modes. The device again alarmed with "fresh gas low or leakage" and "ambient air inlet activated". Root cause for this was most likely a large external leakage. The logfile does not show a technical failure or a stop of ventilation. It can be seen in the logfile that the piston moves, also it can be seen that there is a o2-uptake from the patient in automatic ventilation mode. It is assumed that two conditions have come together in this case. Negative pressure was introduced into the system, probably by an external suction system. Further a large external leakage was present. The device recognized both the negative airway pressure and the leakage and triggered the adequate alarms accordingly. Based on the investigation results, the case was re-assessed as non-reportable.

Event description:
It was reported that the device was changed from man/spon mode to psv, which pop up with alarms, fresh gas low/leakage, air inlet activated alarm and no ventilation was happening. The anesthetic switch back to man/spon and then tried vc mode and the ventilator was not functional, and no piston movement was observed. This changing of modes tried few times, but the ventilator failed to respond without any alarm in vc mode. The case was completed with man/spon emergency ventilation. No injury was reported.